Event description:
It was reported that there was a problem with recharging. There was a coupling or communication issue. The pt experienced a lack of effect and no stimulation. An implantable neurostimulator (ins) overdischarge was suspected. The pt was unable to adjust stimulation. The display showed a call your doctor icon and por condition following an overdischarge. The pt was recharging and re-educated. The next month there were again recharging issues. An x-ray ((B) (6) 2009) noted the ins was in the normal/proper position. There was determined to be a problem with the ins. An explant/revision was pending. The pt outcome was reported as no injury.

Manufacturer narrative:
(B) (4)